Manufacturer narrative:
The performance of the lead under complaint was scrutinized. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This device was explanted and replaced due to impedance readings out of range and the fact that it required the maximum voltage to pace. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.